Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of broken needle. Visual inspection of the returned device (tx microtip/handpiece) confirmed the broken needle. The broken portion of the needle was not returned for evaluation. The needle had separated at the braze joint which is the highest stress point along the length of the needle. Due to the state in which the device was received, functional testing could not be performed. The cause is likely material fatigue associated with and/or being caused by use error such as applying non-axial motion/technique. We have updated the product bulletin (mkt227) including cautions and instructions related to the use of the tx microtip to mitigate future needle breaks.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy with a tenex handpiece (tx microtip), the tip disconnected from the handpiece. The doctor did not use another tenex handpiece (tx microtip) as the doctor was finishing the procedure. There was no injury nor adverse event to the patient resulting from this incident.